Event description:
It was reported the patient experienced ineffective stimulation. As a result, surgical intervention was undertaken where in the ipg was explanted. No new products implanted.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
Correction: section a4-the patient's weight was inadvertently omitted from the initial report. Correction: section d2a - the common device name was inadvertently omitted from the initial report. Correction: section d4 - additional device information-primary unique device identification (UDI) number was inadvertently omitted from the initial report. Correction: section g. All manufacturers- the PMA/510(k) # was inadvertently omitted from the initial report. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.